Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the patient came in for her first follow-up visit five and a half months post implant. During the device interrogation, it was noted that the p-wave amplitude was low and the right atrial (ra) lead threshold measurement was high. On the x-ray, the ra lead was noted to have a lot of slack and the lead appeared to have dislodged. A lead revision procedure was scheduled for the following day.